Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed and due to limited amount of information available from the article, a cause for the reported slda resulting in tissue damage, mitral valve insufficiency/regurgitation and subsequent heart failure could not be determined. Tissue injury, heart failure and mitral regurgitation are listed in the IFU as potential complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "never give up: deep hypothermic circulatory arrest for transcatheter mitral edge-to-edge repair failure in porcelain aorta ¿ a case report" was reviewed. The article presented a case study, to evaluate a surgical treatment after transcatheter edge to edge mitral valve report. Devices mentioned include mitraclip. The article concluded that in the era of a multidisciplinary approach to the patient and his disease, the continuous exchange of views between professionals requires a special effort from everyone but it aims at achieving the most tailored and safe treatment for the patient. [The primary author and corresponding author was antonio conserva at poliambulanza foundation hospital institute with corresponding email antoniod.conserva@gmail.com]. The date of the procedure was not provide. One patient was included in this case study, of which one patient received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included previous single coronary artery bypass grafting and aortic valve replacement with a mechanical prosthesis. Cn-318196, unk mitraclip peri- and post-procedural complications included single leaflet device attachment (slda), recurrent mr, heart failure, tissue damage, surgical intervention